Event description:
It was reported that the device triggered elective replacement indicator and possible premature battery depletion was suspected. The atrial lead was reported to have high thresholds. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.